Event description:
The distributor representative reported that during spinal fusion surgery, the drill bit tip broke off in the bone, could not be retrieved and remained in the patient bone. Surgeon proceeded with implants and completed the case. Patient reported leg pain and foot drop following surgery. A second surgery was performed in 2007, during which all implants were removed. The drill bit was not removed. The surgeon concluded that the patient symptoms were not the result of either the drill bit or the implants.

Manufacturer narrative:
The remaining piece of the drill bit is expected to be returned for evaluation. Investigation to be performed following receipt of instrument.